Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the device displayed a loudspeaker error. A good faith effort (gfe) was made to determine whether the speaker produced sound, and it was provided that the sound was missing. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The bench repair technician (brt) evaluated the device and determined that the speaker malfunctioned and required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.